Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device: one implant was never recovered") and cystitis ("bladder infection") in an adult female patient who had essure (batch no. 628211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), cystitis (seriousness criterion hospitalization), the first episode of abdominal pain lower ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), mental disorder ("psychological problem") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antibiotics and surgery (patient underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, cystitis, dysmenorrhoea, the last episode of abdominal pain lower, back pain, menorrhagia, migraine, headache, vaginal discharge, dyspareunia, depression, fatigue and vaginal infection had resolved and the vaginal haemorrhage, urinary tract infection, female sexual dysfunction, tooth disorder, mental disorder and menometrorrhagia outcome was unknown. The reporter considered back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion procedure: the ostia were visualized bilaterally and the right was cannulated with the essure cannula, was discharged approximately 4 coils were seen at the ostia. The same was repeated on the left and 5 coils were seen on the side. At this point, photographs were taken. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Surgical pathology report: essure device present in one of the fallopian tubes. Diagnostic results: hysterosalpingogram in (B)(6) 2008: there is good position of the essure devices in the fallopian tubes and bilateral successful fallopian tube obstruction with no free intraperitoneal spillage. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and menometrorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: vaginal bleeding, bladder infection, urinary tract infection, apareunia, migration of essure device: one implant was never recovered, dental problems, psychological problem and menometrorrhagia. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device: one implant was never recovered"), cystitis ("bladder infection") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 628211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epigastric pain and latex allergy. Concomitant products included ibuprofen (motrin) and para-seltzer (excedrin) for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced depression ("worsening of her depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), the first episode of abdominal pain lower ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), mental disorder ("psychological problem") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antibiotics, surgery (patient underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, cystitis, genital haemorrhage, dysmenorrhoea, the last episode of abdominal pain lower, back pain, menorrhagia, migraine, headache, vaginal discharge, dyspareunia, depression, fatigue, vaginal infection and vaginal haemorrhage had resolved and the urinary tract infection, female sexual dysfunction, tooth disorder, mental disorder and menometrorrhagia outcome was unknown. The reporter considered back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion procedure: the ostia were visualized bilaterally and the right was cannulated with the essure cannula, was discharged approximately 4 coils were seen at the ostia. The same was repeated on the left and 5 coils were seen on the side. At this point, photographs were taken. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Surgical pathology report: essure device present in one of the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion hysterosalpingogram in (B)(6) 2008: there is good position of the essure devices in the fallopian tubes and bilateral successful fallopian tube obstruction with no free intraperitoneal spillage. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain and menometrorrhagia lot number: 628211 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received, event added- genital haemorrhage. Events onset date added. Events outcome updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device: one implant was never recovered") and cystitis ("bladder infection") in an adult female patient who had essure (batch no. 628211-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epigastric pain and latex allergy. Concomitant products included ibuprofen (motrin) and para-seltzer (excedrin) for pain. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis (seriousness criterion hospitalization), the first episode of abdominal pain lower ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), fatigue ("chronic fatigue"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), mental disorder ("psychological problem") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antibiotics, surgery (patient underwent a total hysterectomy and bilateral salpingectomy).essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, device dislocation, cystitis, dysmenorrhoea, the last episode of abdominal pain lower, back pain, menorrhagia, migraine, headache, vaginal discharge, dyspareunia, depression, fatigue and vaginal infection had resolved and the vaginal haemorrhage, urinary tract infection, female sexual dysfunction, tooth disorder, mental disorder and menometrorrhagia outcome was unknown. The reporter considered back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion procedure: the ostia were visualized bilaterally and the right was cannulated with the essure cannula, was discharged approximately 4 coils were seen at the ostia. The same was repeated on the left and 5 coils were seen on the side. At this point, photographs were taken. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Surgical pathology report: essure device present in one of the fallopian tubes diagnostic results: hysterosalpingogram in (B)(6)2008: there is good position of the essure devices in the fallopian tubes and bilateral successful fallopian tube obstruction with no free intraperitoneal spillage. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain and menometrorrhagia lot number: 628211 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint(no valid batch no.) Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and infection ("infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), the first episode of abdominal pain lower ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), fatigue ("chronic fatigue") and vaginal infection ("vaginal infections") with vaginal discharge. The patient was treated with surgery (patient underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, infection, dysmenorrhoea, the last episode of abdominal pain lower, back pain, menorrhagia, migraine, headache, dyspareunia, depression, fatigue and vaginal infection outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, vaginal infection, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.